Event description:
It was reported the site wanted to confirm the validity of the pressure sensor readings. The patient underwent right heart catherization (rhc) on (B)(6) 2018. However, mean was not adjusted at the time. Later manual recalibration was done on (B)(6) 2018 wherein the mean was decreased by 10 mmhg to match the rhc values¿.